Manufacturer narrative:
Na

Event description:
When the device was interrogated, it was found to be in hardware vvi backup with no vt therapy available. It was stated that the patient received vt shock therapies often. It was recommended to explant the device. It was later reported that the patient had passed away the following day due to other complications not related to the device. The device was not explanted from the patient or replaced.